Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker device experienced pocket pain. Subsequently, the patient underwent a revision, this product was repositioned in a more medial and the patient's scar was excised. This device remains in service. No additional adverse patient effects reported.